Event description:
It was reported that a piece of drill broke during surgery and is retained within the tissue.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the lag screw drill confirmed that a piece of the drill tip has fractured off. The fractured piece remains in the patient. The device was manufactured in 2011. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. From the analyses conducted during this investigation, it was concluded that the lag screw drill fractured potentially due to brittle and ductile overload. An overload fracture can occur if the mechanical loads applied to the lag screw drill exceeded the strength of the material. This is not a single use device; however, drills have a limited lifespan and should be replaced periodically based on use and sharpness. It was unknown if the fracture was initiated in a prior surgery. At this time, we have no reason to suspect that the product failed to meet any product specifications during the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.